Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra meter was reading inaccurately erratically and the meter powered off during use. The medical affairs specialist was not able to contact the patient to obtain/clarify information. The patient reports results of 153, 96, and 196 mg/dl on eleven days before between 8 and 9 am. These readings cannot be compared by statistical methodology because the readings were taken greater than 20 minutes apart. As a result of the readings and the power issue, the patient reportedly increased her dose of metformin and took an additional metformin 500 mg tablet. It is unknown whether the patient changed her regimen from that point or took an additional dose on that day only. Sometime after the issues began, the patient felt symptoms of shakiness and blurred vision. The patient did not seek any medical attention. It was determined during the troubleshooting telephone call the patient's testing technique was correct. The meter was set to the correct unit of measure. The results were verified in the meter memory. The patient dropped the meter in the middle of the kitchen floor, which may have constituted misuse of the product. This complaint is being reported because the patient alleged her readings were erratic and her meter powered off during use. She alleged she adjusted her diabetes medication due to the issues and reportedly experienced symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.